Manufacturer narrative:
The technician made the necessary repairs to the washer, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the wiring to the recirculation pump motor was loose. The loose wiring caused an electrical short resulting in the reported event. The washer was installed in 2009 making it approximately 12 years old and is under steris service agreement. The last preventive maintenance was performed on (B)(6) 2021 and the unit was found to be operating properly. The unit is currently not operational pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance synergy washer/disinfector caught fire. The flames were extinguished with a fire extinguisher. No report of injury.